Event description:
Reporter alleged obtaining the results of 400 mg/dl and 177 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Patient revised for loose cup and metal on metal reaction.